Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using an inoue 22mm balloon. The bulky calcification at the non-coronary cusp (ncc) was hard, and when the balloon was firmly inflated, it was confirmed with fluoroscopy that the indentation was lost. Control pacing was started at heart rate (hr) 130. It was confirmed that a frame expansion defect occurred due to the ncc's bulky calcification immediately before the valve ((B)(6)) reached the point of no return (ponr). A recapture was performed and the valve was deployed from a slightly deeper position, but it did not improve. The valve and delivery catheter system (dcs) were removed from the body. A second pre-implant bav was performed, using an inoue 24mm balloon. A new valve ((B)(6)) was prepared and used for implant. The new valve was pushed back by calcification under fluoroscopy right before the ponr and a suspected defective expansion of the frame was confirmed, but it was significantly improved from the first one, so the valve was fully released. After full release, a post-implant bav was performed using an inoue 23mm balloon, and the procedure was completed. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329; product type: 0195-heart valves product ID l-evolutfx-2329; product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0012050580); product type: 0195-heart valves product ID l-evolutfx-2329 (lot: 0012048511); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.